Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced screen delamination with bezel separation, and a replacement device and supplies were issued with education provided on data sync, shutdown, return, and re-setup. Symptoms included hyperglycemia with a reported peak blood glucose of 231 mg/dl for approximately two hours without ketone testing, medical intervention, or emergency care, and with nonessential assistance from a caregiver. Outcomes included the need to use backup therapy and temporary interruption of the affected device¿s use until replacement arrival. Investigation included complaint intake review and user troubleshooting with operational guidance. Investigation of this device revealed a hardware enclosure integrity issue involving the screen/bezel that affected display function but did not produce persistent alarms or prevent continued diabetes management with backup methods. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to screen assembly integrity.